Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Revision surgery due to non-union, broken screws, and cellulitis. This screw was not retained in the patient¿s bone. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2017 further reporting that the patient had a total of 13 screws and one unknown plate originally implanted. Two (2) of the screws had broken postoperatively. One (1) of the broken screw tips was not able to be removed and was retained in the patient¿s bone. The second broken screw, 11 intact screws and one (1) intact plate were removed successfully. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Subject device has been received and is currently in the evaluation process. Without a lot number, the device history record review and the investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. (B)(4). The complaint indicated that the patient required a revision due to a non-union and failed hardware. An unknown quantity of screws were broken post-op requiring additional surgical intervention. During the explantation of the screws, an unknown quantity of "tips" were retained in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility#(B)(6). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. There are an unknown number of devices in this complaint. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. Three (3) broken cortex screws including one (1) tip were returned with a complaint stating the screws broke postoperatively. Further clarification from the facility reported that two (2) of the screws are from this complaint (B)(4) and one (1) of the screws are from other complaint (B)(4). The returned tip was able to be matched up to one (1) of the shafts and the combination was identified to be part 204.828. It is uncertain which of the two (2) remaining unknown broken screws belong to this complaint as all returned screws belong to product family 204.8xx. Replication of the complaint is not applicable as the screws were returned breakage. The definitive root cause cannot be determined with the provided complaint details. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. A DHR could not be performed as the lot numbers for the returned screws are unknown. Relevant product drawing was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The definitive root cause cannot be determined with the provided complaint details. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.